Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar appears to have been kinked causing it to be partially separated. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19 aug 2020. It was reported that the device was kinked. The 80% stenosed, 3.5mm x 38mm target lesion area was located in a moderately tortuous and calcified left anterior descending artery. A 145, 5-in-6 guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, the opening of the introducer was kinked, and the device could not enter. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure. However, device analysis revealed that the collar appears to have been kinked causing it to be partially separated.